Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Visible debris inside of sterile packaging.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the complaint sample was not returned with the debris or inside the original package to codman for evaluation; therefore, a full evaluation could not be performed and the root cause of this complaint could not be determined. In the absence of the complaint sample, a complaints records review was conducted. The DHR/manufacturing lot traveler was pulled and reviewed. All information on the traveler indicates that the product was produced within specifications. There were no engineering change orders or anything unusual relative to the manufacturing documentation of this lot. All pull tests (which ensure proper bond between the string and pattie) were reviewed and found to be within acceptable limits. Therefore root cause could not be determined. No corrective action will be taken at this time. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.